Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high and low blood glucose. Customer's blood glucose was 400 mg/dl. Customer treated with manual injection. Troubleshooting was done. Customer stated that bolus wizard was unknown. The troubleshooting was not completed due to customer disconnected the call. No further information provided.